Manufacturer narrative:
The customer stated that the eic cup was cleaned and the calcium tip was changed. No issues were noted until this event. A bci field service engineer (fse) found rubber shavings from the sample tube stoppers in both the eic cup valves and the cup, which resulted in improper operation and drainage. Fse cleaned the valves and the cup. Eic is working properly.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to electrolyte injection cup (eic) spewing viscous material. No affect to any personnel or injury was reported.